Event description:
It was reported that the patient was experiencing inadequate therapeutic relief from their scs system. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs tripole lead was repositioned to give the patient higher coverage in her therapy.

Manufacturer narrative:
The event of lead revision was reported to abbott. The patient was receiving ineffective therapy. The patient underwent a revision procedure where in the paddle was relocated. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.